Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited intermittent under-sensing. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The correct event description in section b5 should have been "it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited under-sensing. No interventions were performed and no patient consequences were reported." Rather than "it was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited intermittent under-sensing. No interventions were performed and no patient consequences were reported.".

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited under-sensing. No interventions were performed and no patient consequences were reported.